Manufacturer narrative:
3 cases of transient st-elevation attributed to small air emboli to coronary arteries were reported in a research article. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2135147-2019-00304, 2135147-2019-00305. It was reported through a research article identifying amplatzer septal occluder that may be related to three cases of transient st-elevation. Specific patient information is documented as unknown. Details are listed in the attached article, titled "midterm follow-up results of transcatheter interatrial septal defect closure." The population of the study consists of 137 patients that underwent transcatheter closure of secundum atrial septal defects (asd) between (B)(6) 2014 and (B)(6) 2016. Follow-up controls were done on the day after procedure, 1 week, 1, 3, 6, and 12 months, and annually thereafter. Three patients developed transient st-elevation attributed to small air emboli to coronary arteries. The patients were treated with more oxygen and the issue resolved.